Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markets were placed transperineal prior to the injection. The procedure was performed under general anesthesia. After the hydrogel placement the physician noted there was some bleeding from the rectum when he removed the probe after the hydrogel injection. The patient's physician noted he must have torn the anus a little creating the rip. Therefore, the patient was stitched in the area before he left the operation room (or). The patient was sending home after the procedure. The patient current condition was unknown at the time of this procedure.

Manufacturer narrative:
Correction: the block d4 has been updated with the correct UDI, catalog and model number information. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markets were placed transperineally prior to the injection. The procedure was performed under general anesthesia. After the hydrogel placement the physician noted there was some bleeding from the rectum when he removed the probe after the hydrogel injection. The patient's physician noted he must have torn the anus a little creating the rip. Therefore, the patient was stitched in the area before he left the operation room (or). The patient was sending home after the procedure. The patient current condition was unknown at the time of this procedure.